Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported three computed tomography angiograms (cta) revealed the following aneurysm diameters on (B)(6) 2012 (56x45mm), (B)(6) 2012 (58x46mm) and (B)(6), 2013 (61x49mm). It was reported no endoleaks were noted on any of the scans and an ultrasound doppler failed to reveal flow into the sac. On (B)(6) 2013, the pt underwent a re-intervention where an aortogram revealed two small type ii endoleaks. It was reported the decision was made to extend the graft to the level of the middle left renal artery, which was the largest, and to cover the lowest renal artery. It was reported the middle left renal artery was stented with a 5x19mm cordis stent, secondary to stenosis. An aortic extender component (pxa280300/10362046) was deployed resting against the bottom of the stent. The pxa280300 was used due to the diameter of the aorta (24mm) at that level. It was reported that an additional aortic extender component (pla320400/10937885) was deployed to bridge from the trunk to the pxa280300 in an effort to obtain a seal. A completion angiogram revealed coverage of the lower renal artery with good flow into the middle renal artery. It was reported that the small type ii endoleaks remained with the plan to monitor them with f/u cta imaging and possible coiling of the feeder arteries at a later date. The pt tolerated the procedure.